Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time.the device was returned for evaluation. The returned device was visually examined and the following was observed: valve crimped over inflation balloon area. Valve was expanded by engineering and no visual abnormalities were observed.function testing was performed with the returned device. Engineering was able to perform full valve alignment by pulling the balloon shaft to the warning marker, locking the system, and utilizing full fine adjust without abnormalities. Additionally, locknut/collet force measurements were taken and met specification.due to the nature of the complaint, no applicable dimensional testing was able to be performed.per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for valve alignment difficulty or inability and thv moves on balloon working length during positioning was unable to be confirmed based on evaluation of the returned device.if valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and dive into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Additionally, the release of built-up tension within the delivery system during the procedure may have resulted in the reported valve movement on balloon during flex tip retraction. However, due to limited patient information, a definitive root cause was unable to be determined. Per the risk documents for the commander delivery system, difficulty navigating the catheter through the anatomy is an identified hazardous situation associated with the transcatheter valve replacement procedure. The commander delivery system is designed to be compatible with a standard 0.035 inch guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035 inch guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100 percent inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the complaint was unable to be confirmed. Due to limited patient information, a potential root cause was unable to be determined. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifsciences affiliate in switzerland, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by left side transfemoral approach. There were difficulties crossing the native annulus. When the catheter was pushed during this part of the procedure crossing the annulus, it moved back on its own. The annulus was crossed, the valve was at the right position, and the pusher was pulled back. During confirming the position, it was observed that the balloon slipped into the left ventricle (lv), but the valve was still at the same original position. As the patient was stable, it was decided to open the valve partially until contact and to stabilize to the native leaflets, deflate balloon to pull back and inflate the balloon at the right position again to open the valve correct. This did not work since only the distal part of the valve opened, and the proximal part remained closed. It was decided to pull back the valve since the proximal part was still completely closed. All the devices were able to be removed as a unit without problems. A second 26mm sapien 3 ultra valve was implanted successfully. A dissection beginning at the aortic root into the dilated ascending aorta was observed. The patient was moved for surgery, and the ascending aorta and the aortic valve were replaced surgically. Furthermore, bleeding into the abdomen was observed, and it was also opened to remove the blood. The patient was noted as to be stable with a vacuum-assisted closure (vac).